Event description:
It was reported that after changing the infusion set and eating a snack of five crackers, the ilet user experienced elevated blood glucose that remained between 230¿250 mg/dl for several hours despite no visible infusion set issues, and the user received troubleshooting and education to change supplies if concerned. Symptoms included hyperglycemia without acute clinical effects. Outcomes included no medical intervention, no alerts or alarms, no backup therapy, and no ketone testing. Investigation included technical support review and user guidance. Investigation of this case revealed that the cause of hyperglycemia was unclear and no device malfunction was confirmed. It was concluded that the event was non-serious with cause undetermined, and the user was instructed to monitor and replace supplies as needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.